Event description:
It was reported that during a cholecystectomy procedure, the clips are not correctly delivered but none fell into the patient. The surgeon was able to finish the procedure without another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by clips not correctly delivered (were clips delivered malformed)? Yes, 1 clip on 2 was delivered malformed. Or were clips scissored? Or were clips deployed sideways?